Event description:
The patient reported that the pump was alarming; when the patient looked at the screen there was a vertical line across the screen and then it went to the animas logo then lost power. The patient confirmed that there was no damage to the battery compartment or cap. The patient reportedly tried to reboot the pump using two new batteries and a new battery cap but the pump would not turn on.

Manufacturer narrative:
Follow-up #1 date of submission 12/07/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. Visual inspection revealed a cracked battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The pump powers on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.